Event description:
It was reported during refill on (B)(6) 2012 that the reservoir still contained 40ml of clear liquid, indicating that the pump may not have delivered any medicine at all. The patient had some difficulty including, "more spastic than normal" and was given oral baclofen pills to reduce "abstinence and spasticity". It was indicated that the refill was done and they programmed a single bolus dosage of 50mcg on three separate days. It was believed that there was some effect on the first 2 boluses; however, the 3rd bolus there was no clinical effect. When emptying the pump again, it was discovered that it only had delivered approximately half the calculated amount. During another refill 36ml was extracted from the reservoir, but according to the calculated amount, there should have been 31.5ml, which meant that the pump had not delivered 4.5ml during the last 6 days. The pump was replaced and the same catheter was maintained since it had appeared to be functioning well. There was no other trouble-shooting performed. It was indicated that the patient was now very well treated and is receiving half the dosage of the first pump. The drug delivered via pump was lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the pump found no anomalies. The pump passed all non-destructive testing and there were no anomalies in the noted in the pump logs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.